Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lsh procedure, the device was fired on an unk firing and it became stuck on tissue and had to force the jaws open to remove. Another device was used to complete the procedure. There was no adverse consequence to the pt.